Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted. Healthcare professional reported leak at valve.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, opening. Leak test was performed and found opening on radius side, delamination diaphragm valve. A microscopic analysis was performed which identify a striated edge opening, delamination on diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted. Healthcare professional reported leak at valve.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted. Healthcare professional reported leak at valve.